Event description:
It was reported that a user experienced severe hypoglycemia with a nadir glucose of 39 mg/dl and a possible seizure after a meal while using the ilet with a g7 cgm, with automated corrections active; the user treated the low with oral carbohydrate (soda), discontinued the ilet afterward, and resumed use the next morning. Symptoms included loss of awareness surrounding the event and suspected seizure activity. Outcomes included prolonged time below range as indicated by device data and the need for self-treatment, with no hospitalization or professional medical intervention. Investigation included case review, device use assessment, and review of available glucose data and infusion set details. Investigation of this case revealed no device alarms or malfunctions reported, proper infusion set use and site placement, and an unclear precipitating factor for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.